Manufacturer narrative:
It was reported that patient presented with hypertension and severe aortic insufficiency after five years of trifecta valve implant. Based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. Based on review of the information available, the aorta was cannulated with no calcifications on palpation. The left ventricle function was normal. The trifecta valve with significant pannus formation, rigid nc leaflet and tear at post. Normal lvef following cpb run with no evidence of paravalvular leak. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the pannus formation and leaflet tear may have contributed to the reported regurgitation, however this could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta valve was implanted for aortic stenosis. On (B)(6) 2023, patient presented with hypertension (htn) and severe aortic insufficiency. A redo-aortic valve replacement was performed and the valve was replaced with a 23mm non-abbott valve. The patient was reported stable.